Manufacturer narrative:
510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. The following seven screws were removed; it is unknown which one broke. 5.0mm ti locking screw 36mm (part: 04.005.526 ; lot: unknown; quantity: 1). 5.0mm ti locking screw 54mm (part: 04.005.544 ; lot: unknown; quantity: 1). 5.0mm ti locking screw 60mm (part: 04.005.550 ; lot: unknown; quantity: 1). 5.0mm ti locking screw 44mm (part: 04.005.534 ; lot: unknown; quantity: 1). 5.0mm ti locking screw 48mm (part: 04.005.538 ; lot: unknown; quantity: 1). 5.0mm ti locking screw 48mm (part: 04.005.544 ; lot: unknown; quantity: 1). 5.0mm ti locking screw 54mm (part: 04.005.575 ; lot: unknown; quantity: 1). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery of the tibial nail due to non-union. During removal of the devices, an unknown 5.0mm titanium (ti) locking screw broke while it was being removed. The original implant date of the tibial nail and screws was on (B)(6) 2018. It is unknown if there were fragments from the broken device. Procedure outcome is unknown. There were no patient consequences. Concomitant medical products: 11mm ti cannulated tibial nail (part: 04.034.555s, lot: unknown, quantity: 1). This report is for an unknown locking screw. This is report 1 of 1 for (B)(4) and captures the intraoperative screw breakage. The patient¿s nonunion is captured under (B)(4).